Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of our mobile tables - 770001a2 - corin w autodrive, ipc, EU. As it was stated, the operating table stopped working and was not responding to the ir and cable remote controls as well as the override panel at the beginning of the colectomy surgery. The table also did not work when connected to the mains. The patient had to be moved to another operating table, which resulted in prolonged anesthesia time. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel, leading to the inability to position the table during surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). Initial reporter: getinge application engineer.

Event description:
Manufacturer's reference number (B)(4).